Event description:
The distributor contacted animas on (B)(6) 2014 alleging moisture ingress into the display screen. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged moisture ingress issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: on examination, there was no visible moisture behind the display screen. There was visible corrosion inside the battery compartment. Multiple cracks at the opening of the battery compartment were noted with one crack extending down to the primary seal. On investigation, the pump did not power on. A leak test was performed and revealed a battery compartment leak. The pump was opened for investigation and did not reveal any evidence of moisture damage to the internal components or printed circuit boards. Functional testing of the pump was not possible due to lack of power to the pump as a result of the moisture damage. (B)(4).